Event description:
A hospital in another country, reported to our distributor that while rt106 adult breathing circuit was being used, a water leak was found between the expiratory tube and the distal connector. No pt consequence was reported.

Manufacturer narrative:
The breathing circuit was tested using a pressure tester. It was also immersed in water to determine the source of the leak. Results: the complaint device was found to have extremely small leak near the water trap when submerged in the water bath. However, it passed the required specs when subjected to the pressure test. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the leak from the water trap, when pressure tested, was within the allowable limits.